Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead perforated. The lead was revised. The outcome of the lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).